Event description:
A 9mm diameter x 60 mm length complete se stent delivery system was selected for insertion into a patient for the endovascular treatment of a right common iliac. It was reported that the lesion was simple and straight forward. The stent was successfully deployed at the lesion site; however, upon removal, the delivery system caught on the proximal part of the stent and the stent folded in on itself. A second stent was deployed to prevent closure of the right common iliac. The patient is fine. The delivery system was not returned as it was discarded by the hospital.

Manufacturer narrative:
Evaluation codes, results: (device is intended for use in the biliary tree). Conclusions: (unapproved use of device, device is indicated for use in the biliary tree).